Event description:
Shunt described by surgeon as malfunctioning. The cerebro spinal fluid flowed freely from the proximal end. The valve was tested with a manometer & saline. No flow occurred throughout the valve.